Manufacturer narrative:
Product wasn't received so no visual and functional examination cannot be performed. A review of the device history records and traceability aren't possible because reference and lot number of implant wasn't available. From lonely information provided, based on the complaint report the review of the case and the recurrence of this type of event for this implant, the investigation found that this issue is foreseen by the IFU: it's a potential adverse event. The cause for the device issue is unknown. In fact, according to the r&d product range manager and after study of recurrence of heterotopic ossification, several issue can caused this event but with this few information, the cause cannot be determined. According to the available informations this issue can not be related directly to a device issue . Requests for additional information did not receive a response. The investigation found no evidence to indicate a device issue. Root cause is unknown. If additional informations were received and allow to drawn a conclusion for this case , another report will be sent. Product wasn't returned.

Event description:
Mobi-c p&f us : heterotopic ossification. Information was collected via the annual mobi-c enhanced surveillance survey: surgeon reported an event of heterotopic ossification on patient that was implanted with mobi-c in the past year. No sufficient description of the initial surgery or the issue were provided . Product references were not communicated.